Manufacturer narrative:
Date of event. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. The main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_pump, product type: pump. Product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Philippie azouvi, michèle mane, jean-baptiste thiebaut, pierre denys, oivier remy-neris, bernard bussel, intrathecal baclofen administration for control of severe spinal spasticity: functional improvement and long-term follow-up, archives of physical medicine and rehabilitation, volume 77, issue 1, 1996, pages 35-39, issn 0003-9993, doi: 10.1016/s0003-9993(96)90217-8 summary: continuous intrathecal administration of baclofen has been proven to be a powerful treatment for severe spinal spasticity. The clinical efficacy measured by the ashworth scale and the spasms frequency score has been confirmed by electrophysiological studies that have reported that intrathecal single boluses of 25 to 150 mcg of baclofen induced a strong and long-standing inhibition of lower limb monosynaptic and polysynaptic spinal reflexes. Nevertheless, some questions remain open. Long-term effects are less well known, as few studies have reported follow-up of patients after 3 years. Reported events: one (B)(6) male patient receiving baclofen via an implantable pump for the treatment of multiple sclerosis experienced a serious side effect (baclofen overdose) after a single bolus of 130 mcg was delivered, without any other explanation. The overdose was characterized by somnolence and muscle flaccidity, and the patient was hospitalized. Treatment was continued with a lower dosage, without any side effects. The event was considered reversible without any sequelae. Two patients receiving baclofen via an implantable pump for an unknown indication for use experienced treatment failure because of mechanical dysfunctions of the catheter that could be seen on abdominal x-rays. After surgical replacement, treatment was continued with the same dosages as before. One patient receiving baclofen via an implantable pump for an unknown indication for use experienced treatment failure because of mechanical dysfunction of the catheter that could be seen on abdominal x-rays. The dysfunction was caused by a displacement out of the subarachnoid space because of a fracture. After surgical replacement, treatment was continued with the same dosage as before. One patient receiving baclofen via an implantable pump for an unknown indication for use experienced treatment failure because of mechanical dysfunction of the catheter that could be seen on abdominal x-rays. The dysfunction was caused by a displacement out of the subarachnoid space because of kinking of the catheter. After surgical replacement, treatment was continued with the same dosage as before. Six patients receiving baclofen via an implantable pump for an unknown indication for use experienced pump replacement because of battery power failure. One patient receiving baclofen via an implantable pump for an unknown indication for use experienced a subcutaneous infection appearing under the scar shortly after implantation. The patient recovered with simple local care. The following device specifics were provided: pump model synchromed.